Event description:
While using a byte day aligners, patient reported that they were examined by their dentist for routine check. The patient mentioned to their dentist about mobility on their lower anterior teeth due to the aligner therapy. Dentist found #24 and #25 noted to have grade ii -iii mobility. A cbct was taken to evaluate root position and buccal bone availability. It was found that lower anterior teeth have minimal buccal bone availability and only remaining at the root apex. It is recommended that treatment be stopped immediately and a consultation with an orthodontist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.